Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the patient's respiratory circuit is blocked. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service personnel (asp) stated that the issue was discovered during testing. The (asp) reported that the issue was detected by the engineer as a turbine failure. The user declined the repair service offered by philips and found other channels to repair it.